Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a current blood glucose value of 354 mg/dl. The customer reported that the insulin was exposed to moisture and had a blank display. The hyperglycemia was treated with the insulin pump. Troubleshooting was performed and the customer stated that the contacts on the battery cap were neither missing nor damaged and the spring was neither damaged nor corroded. It was advised to insert a new aa battery; however, the display was not returned after the pump restart. The customer had used the insulin pump system within 48 hours of the reported high blood glucose event. The customer had not used the smartguard auto mode of the insulin pump. No further patient complications were reported. The customer will discontinue using the device. The insulin pump was returned for analysis.

Manufacturer narrative:
Pump received with flashing medtronic logo. Unable to perform the displacement test, sleep current test, active current test and self test due to flashing medtronic logo. Unable to download history files and traces using thump due to flashing medtronic logo. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor, motor, harness assembly vibrator and keypad flex tail. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case behind the pump at the battery compartment, battery cap contact missing, partially broken retainer, retainer knit line damage, cracked reservoir tube lip, pillowing keypad overlay, keypad overlay texture damage and cracked select button keypad overlay. Flashing medtronic logo was confirmed during analysis due to moisture damage on the electronic assembly. Blank display was not observed during analysis. Blank display not confirmed. Pump failed to download history files and traces due to moisture damage on the electronic assembly. Exposed to moisture confirmed on the pcba 1, pcba 2, force sensor, motor, harness assembly vibrator and keypad flex tail. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.